Event description:
A report was received that the patient underwent a pocket revision due to pocket pain. The ipg pocket was relocated upwards. The patient was reportedly doing well following the procedure.